Manufacturer narrative:
This report is submitted on october 17, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to poor device performance. It is unknown if there are plans to reimplant the patient as of the date of this report.